Manufacturer narrative:
Date sent to FDA: 11/24/1998. H6 - examination of the ceramic shows a colour change from light brown to white indicating exposure to extreme heat. A chip noted on the ceramic tip was an area of melted ceramic. This again indicates superheating of the electrode tip caused by activation within a vapor pocket. This condition can be produced when the electrode is being manipulated in an upward sweeping motion. It was established that inadvertent misuse of the product resulted in device failure.

Event description:
The surgeon was using versapoint to remove a myoma on the side wall of the uterus. The surgeon was slicing the myoma from the bottom using a sweeping up and down motion. As the surgeon was sweeping deeper the surgeon would check the electrode frequently. About 10-15 mins into the procedure it was noted the tip was dangling from the electrode. The surgeon proceeded to remove the electrode as soon as the tip was noted to be dangling and noticed the tip was missing upon removal from the scope. The surgeon feels the tip fell off either in the scope or fell on the floor. Surgeon does not feel the tip remains in the pt. The surgeon did look for the tip in the uterus as a precaution but it was not seen. The surgeon used a different electrode and finished the case without any difficulties. The surgeon was using a flow of gravity with a pressure bag, normal setting vapor cut 1 with lactated ringers solution. There was no deficit in saline.